Event description:
*2 calls*information was received from patient (pt) regarding an external device. The reason for call was patient (pt) reported they were trying to get into the MRI mode of the controller associated with their right implant, but they were seeing a message saying that their ¿internal battery is empty¿. Pt stated seeing ¿the device battery is too low recharge your implanted device¿, ¿battery empty cannot provide stimulation recharge your implanted device¿ and ¿battery low recharge your implanted device soon¿ messages. Pt also stated they were trying to get an MRI but the hcp won¿t do it unless it¿s absolutely off. Pt thought that their implant had been recharged, but the controller and recharger screwed up. Pt mentioned they don¿t use their equipment because they had the ¿drg¿ replacement (agent did their best to accurately document information given). Pt stated that the controller showed the battery was empty. Pt confirmed that the controller battery was 100% and the implant was red. Pt mentioned that the controller for their left side made it find the left side. Pt stated that the number on the controller would not come up with the batteries that show 100% with excellent quality. Pt also stated they still use their left implant at all times, but do not use the implant on their right side so they let it ¿die¿. Pt mentioned they were trying to recharge their right implant to get into the MRI mode. Pt stated that they turned off the stimulation of their right implant because they were no longer using it. Agent had pt grab the controller connected to their right implant. While waiting for the pt, the call was disconnected. Agent called the pt back to continue with the troubleshooting. Pt added they were able to show ¿it¿ but it was also on. They could not enter MRI mode because their implant battery was "dead". Pt stated they tried charging their implant, but the recharger gets super hot, but they did not bother because the recharger is associated with their right implant, which they don¿t use anymore. Pt stated they received the replacement controller for their left side (see rtg0936178 case related to the replacement controller). Pt mentioned they were waiting to get in. They reset the controller and successfully paired it and accessed the MRI mode of their left implant. Agent offered to troubleshoot but the pt stated they will just going to get drugs. Subsequently, the pt disconnected the call. Due to the nature of the call, the event date and healthcare provider (hcp)  were not obtained. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97715 lot# serial # (B)(6); implanted: (B)(6) 2018; explanted: product type implantable neurostimulator product ID 97755 lot # serial# unknown implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.